Event description:
It was reported that during a stenting treatment procedure, removal difficulties occurred. The target lesion was located in the posteriolateral branch. A promus stent delivery system (sds) was advanced and the stent was deployed. Post-ivus was performed with an atlantis sr pro imaging catheter during which the imaging catheter got stuck in the stent. The non-bsc guide wire was removed and the physician attempted to withdraw the atlantis imaging catheter but the guide wire exit port of the imaging catheter got stuck on the stent. After deep seating the catheter, they were able to remove the device. Balloon angioplasty was used to post dilate the promus stent and additional ivus was performed with another device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, removal difficulties occurred. The target lesion was located in the posteriolateral branch. A promus stent delivery system (sds) was advanced and the stent was deployed. Post-ivus was performed with an atlantis sr pro imaging catheter during which the imaging catheter got stuck in the stent. The non-bsc guide wire was removed and the physician attempted to withdraw the atlantis imaging catheter but the guide wire exit port of the imaging catheter got stuck on the stent. After deep seating the catheter, they were able to remove the device. Balloon angioplasty was used to post dilate the promus stent and additional ivus was performed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the two flaps of hub rotator were damaged. However, the unit was able to connect into mdu system properly. The guidewire exit port was lifted 0.5 mm. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing, no image appeared in the system due to electrical open at distal. No manufacturing defects were observed during visual and microscopic inspection of the transducer, distal housing, or distal end of the drive cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).